Event description:
It is reported that when the implant was opened, it was missing a screw.

Manufacturer narrative:
Eval summary: the print for the product does not specify for the screw to be included in the package. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. (B)(4). Total # of events: 2. Type of event: malfunction. Reason for exemption: this MDR is being submitted late, as this issue was discovered during a retrospective review of complaint files.